Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable and wall adapter. Blood glucose was 117 mg/dl. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using a replacement usb cable and wall adapter; however, no additional information could be obtained.